Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which caused the pump to shut off. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 123 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer was instructed to fully charge the pump and to monitor the battery performance. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after fully charging the pump; however, the customer did not respond.